Event description:
It was reported that the pt had cellulitis where the right lead was inserted. The skin was red, firm and warm to the touch. The pt was given keflex 500 mg orally three times daily for 7 days. The event resolved without sequelae on (B)(6) 2010.

Manufacturer narrative:
(B)(4).